Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker and another manufacturer¿s right ventricular (rv) lead continued to exhibit oversensing of noise with pacing inhibition. It was also noted that there was a steadily rising rv impedance measurement from 400 to 700 ohms. The rv threshold measurements still was within normal limits. Due the noise and increasing impedance measurements, the physician opted to perform a lead revision. It was noted that the patient is in complete heart block but the recent noise did not lead to asystole greater than two seconds and there were no patient symptoms. During the revision procedure the physician stated that the site of insertion was very steep and felt that it was likely a site of an impending fracture on the rv lead. The lead was surgically abandoned and replaced. Although the pacemaker had three years battery life remaining, due to the patient¿s age the physician elected to replace the pacemaker. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the medical personnel contacted boston scientific technical services (ts) to review an episode on the remote home monitoring system. Upon review it was found that there was oversensing of noise leading to pacing inhibition and asystole greater than three seconds on the right ventricular (rv) channel. The medical personnel noted they had not contacted the patient to determine if there were any symptoms. Ts suggested further review with the patient. The patient was brought into the office on the same day and a cause of the noise was unable to be determined. During the office visit the medical personnel adjusted the sensitivity to mitigate oversensing. The patient will be brought back into the office in the near future for continued monitoring. At this time the pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to recreate noise during testing.